Manufacturer narrative:
The pcb00 insertion system was returned to the manufacturer for evaluation without the lens as the lens remains implanted. Visual inspection showed the plunger was completely advanced. Visual inspection using a microscope at 10x magnification showed scarce amount of viscoelastic residues were observed in the pcb00 device. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). Manufacturing defects were not identified in the return sample. Since the lens remains implanted, the complaint of haptic stuck to optic could not be verified. A manufacturing record review (mrr) was performed and revealed the pcb00 units were manufactured within specifications. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the account that after the intraocular lens (iol) had been inserted into the eye the last haptic was folded on the edge of the lens instead of in the middle of the optic. With the opening of the lens, the haptic seemed to go behind the lens and the doctor had to assist the haptic to unfold above the lens optic. The lens was centered in the capsular bag and there was no patient injury.